Event description:
Additional information received indicated the noise resulted in oversensing. The suspected root cause was lead damage, however, no diagnostic imaging was performed to confirm the damage.

Event description:
It was reported that noise reversion occurred on the right ventricular lead due to a debuting lead defect. No intervention was performed. The patient was stable.

Event description:
Additional information received indicated the event was observed during a follow-up in clinic.